Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildy tortuous and mildy calcified upper vein in the left elbow. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang device - 7x4x75 was received for analysis. The device was returned inside the customer's 6fr sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 35mm distal of the proximal balloon sleeve. The proximal section of balloon material was also torn longitudinally along its entire length. The distal section of the balloon material had been pushed distally towards the tip of the device. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with the device encountering resistance when crossing the lesion. A visual and tactile examination found the shaft of the device to have severe stretching damage located between both markerbands. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an upper vein in the left elbow. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.